Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A follow-up report will be filed once the investigation results are available.

Event description:
Customer's health care provider reported customer received a high glucose reading (171 mg/dl) from their freestyle freedom meter. Customer's health care provider reported customer experienced symptoms of hypoglycemia. Paramedics were called and they obtained a glucose reading of 21 mg/dl from their hcp meter and treated customer with glucagon. Customer was then transported to salem hospital where he was diagnosed with severe hypoglycemia. The treatment at the hospital is unknown; an investigation into the details of this event is in process.